Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. The physician stated that there is iliac dilatation over time and the iliac artery is becoming aneurysmal. The patient received treatment, with the implantation of and endurant 16x10x124 limb and the endoleak was sealed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).